Event description:
The complainant reported that during a heart catheterization procedure, micro bubbles were found in the contrast and saline lines. No air was injected into the patient and no patient harm or injury ocurred.

Manufacturer narrative:
Method & results: although this particular device was not evaluated, similar instances of this kind have occurred with this product type in the past. It has been demonstrated that when pulling on the syringe too fast, cavitation through the fluid path components can cause very small bubbles to form in the fluid. Cavitation is a known phenomenon of similar products from all manufacturers. It is likely that cavitation was the source of the bubbles in the contrast and saline line, but the suspect device was not returned and, therefore, no conclusion can be drawn.